Manufacturer narrative:
Section d4: corrected primary unique device identifier number.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: a1, b5, d1, d4, d5, e3, h6, h10, h11 a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from (B)(6) 2021 to (B)(6) 2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that there were no issues related to the performance or evidence of freezing. The technical support specialist dialed into the device, validated the c drive and found db size normal. The system functioned as intended after the technical support specialist accessed the device.

Event description:
It was reported that a bd pyxis anesthesia es system stopped responding in the middle of a procedure. The customer stated that they did not have specific information about the affected procedure and confirmed that the device wasoperational after it was rebooted. A 5-minute delay was reported. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident no performance issues or evidence of freezing was found. The device's hard drive and database were validated, and no errors were observed. The customer acknowledged and granted permission to close the complaint file.

Event description:
It was reported by the customer that a pyxis anesthesia es system stopped responding in the middle of a procedure. The customer stated that they did not have specific information about the affected procedure and confirmed that the device was operational after it was rebooted. A 5-minute delay was reported. There were no adverse events or injuries reported based on this event.